Event description:
This lead was implanted on (B)(6) 2006. A call was placed to technical services on july 10, 2014. It was reported that an entire system was explanted due to infection on (B)(6) 2014 except for the third lead which was explanted a day or two after. The physician was dr. (B)(6) at (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).